Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. No specific patient information regarding events has been provided. Citation: the journal of thoracic and cardiovascular surgery. 2004; 127(2). Doi: 10.1016/j.jtcvs.2003.09.005. (B)(4).

Event description:
It was reported via journal article title: robotic totally endoscopic coronary artery bypass: program development and learning curve issues authors: j. Bonatti, t. Schachner, o. Bernecker, o. Chevtchik, n. Bonaros, h. Ott, g. Friedrich, f. Weidinger, g. Laufer citation: the journal of thoracic and cardiovascular surgery. 2004; 127(2). Doi: 10.1016/j.jtcvs.2003.09.005. The aim of this study was to report on the development of the authors¿ own program towards reproducible performance of totally endoscopic coronary artery bypass grafting (tecab) procedures and to evaluate the major learning curves during a stepwise and modular approach to these operations. It was also an intention to give detailed information on specific problems that occurred with initial application of robotic technology. Between june 2001 and december 2002, a total of 50 consecutive robotically assisted coronary artery bypass grafting procedures using the da vinci telemanipulator system were carried out. During the procedure, the target vessel was exposed and incised with a lancet endoscopic knife under running cardioplegia. The left internal thoracic artery (lita) was then sutured robotically to the target vessel using a 7-0 double-armed pronova running suture. Reported complications included intramural hematoma in the ita (n-1) which required conversion surgery, extravasation of contrast agent at the anastomosis (n-2) which required on-table repair via minithoracotomy (n-1), anastomotic bleeding with significant narrowing of the lita 2 cm proximal to the anastomosis (n-1) which required revision surgery through sternotomy, and anastomotic bleeding with significant narrowing of the anastomosis (n-1) which required revision surgery. It was concluded that tecab grafting can be safely implemented into a heart surgery program. Learning curves are steep for robotic left internal thoracic artery takedown and for performance of tecab.